Event description:
It was reported that during use in an intra oral vertical ramus osteotomy, the intra oral blade broke. There was no injury related to this event.

Manufacturer narrative:
Investigation results: a visual examination confirmed that the blade broke just in front of the weld. The weld was still intact. The broken portion of the blade was not returned for evaluation. Unable to determine cause of this failure. A review of this product's history for the past three years found one return for a detached blade. This failure mode will continue to be monitored.